Event description:
Customer alleged discrepant blood glucose results in the 100 mg/dl, 200 mg/dl, and 300 mg/dl ranges, when testing was performed back-to-back on the compact system. Specific values were not reported. Customer reported no symptoms with these results. Customer did not treat or act on results. The location in which the testing was performed was not provided. A request was made for the return of the suspect device and replacement product was sent.